Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 date due to diabetic ketoacidosis. The customer's current blood glucose was 800 mg/dl. Customer current blood glucose was 253 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of incident. The customer stated high blood glucose was treated with insulin drip in hospital. Customer did not alleged that insulin pump was under delivering. The insulin pump will not be returned for analysis.

Event description:
Information received by medtronic indicated that at the time of hospitalization, customer had high blood glucose value of 800 mg/gl. Customer's current blood glucose was reported as 253 mg/dl. During the troubleshooting, it was discovered that the customer inserted the reservoir into the pump without rewinding it.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per d00605678, comprehensive remediation plan for diabetes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.